Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc leaked just below the molded strain relief on the extension. The leak occurred on the 4th day of use. The customer further reports that chloraprep was used to clean the skin area and the area was completely dried prior to insertion. The uvc was not difficult to handle during insertion. It was not difficult to secure and was secured with tegaderm. The uvc was inserted on (B)(6) 2014 in umbilical and was used for continuous use. Chloraprep was used to clean the device; however, the tubing was not cleaned. The uvc was removed on (B)(6) 2014 and was replaced with another uvc. The status of the pt is good.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.